Event description:
Insulin administered, end of syringe pushed all the way in to self-retract needle while still in pt. Needle never self-retracted and continued to push end of syringe after removed from pt - still did not self retract. Discarded in sharp's container.